Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal had fallen off when the delivery system was pulled out of the loading device. The seal could not be loaded correctly into the delivery device and could not be used. The operation was completed with the new hs#. The patient had no health hazard.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal had fallen off when the delivery system was pulled out of the loading device. The seal could not be loaded correctly into the delivery device and could not be used. The operation was completed with the new hs iii. The patient had no health hazard.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected section: b5 from # to iii. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar-2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.